Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent alert 65 on an ilet pump, which persisted despite multiple restarts and adequate battery charge; the device was verified to have the alert in history, and a replacement pump was arranged with instructions for shutdown and use of backup therapy and cgm. Symptoms included no reported changes in blood glucose and no injury. Outcomes included temporary interruption of automated insulin delivery and the need for backup therapy until the replacement device arrived. Investigation included collection of event details, and receipt and inspection of the returned device. Investigation of this case revealed a device alarm consistent with an audio over/under current condition leading to restart behavior, indicative of an audible alarm malfunction associated with the pump¿s audio subsystem. It was concluded that the cause was an electrical malfunction of the audio circuit consistent with product performance issue.